Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms on the modular cable (lot number 8933863) was confirmed via log file analysis. The log file captured driveline power fault alarms active from the beginning of the log file, which appeared to be associated with the power a line of the driveline. The driveline power fault alarm is designed to remain active until manually cleared on the system monitor/heartmate touch or until the driveline is disconnected or until the controller is power cycled; these alarms remained active throughout the entire data capture. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that the patient presented to clinic for a system controller exchange due to persistent backup battery alarms. When connected to the monitor, a driveline power fault alarm was active. Log files were downloaded before a system controller and modular cable exchange was performed. Log files were downloaded after the exchange and captured no active alarms. No products were returned for evaluation. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for the modular cable (lot number 8933863) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and instructs the user on how to keep the driveline clean by using a towel with mild dish soap and warm water to gently clean it. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic for a system controller exchange due to persistent backup battery fault alarms. When connected to the monitor, a driveline power fault alarm was also present. Log files were downloaded, and the system controller and modular cable were changed out. The event log file from the initial system controller recorded driveline power fault events. Motor function was not affected by this event. A backup battery fault event also occurred at (B)(6) 2025 13:32:20. This event appeared to have occurred after the system controller attempted a load test. A second set of log files were downloaded after the exchange. The event log file from the new system controller (B)(6) recorded just 1 event but indicated that there were no active alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.